Event description:
It was reported that during a laparoscopic cholecystectomy, the clips did not form correctly. Another device was used to complete the procedure. No pt consequences were reported.

Manufacturer narrative:
H4,6: information anticipated, but unavailable at this time.